Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the procedure, when the finish arrows lined up, the device fired and popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Based on the investigation, the deivce was inserted into a pt but was not fully deployed. The thumb advancer was still aligned with the start arrow and the introducer sheath was still uncut. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.